Manufacturer narrative:
Device was not implanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported that involved angio-seal evolution did not deploy properly. The tamping tube did not come down. The suture was cut, and a dilator (arteriotomy locator) was used to tamp down the collagen plug which worked to get hemostasis. Blood loss was reported to be less than 250cc. It was reported that the patient is in good condition.